Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" alarm condition was observed. The device's oxygen blending module board and oxygen manifold assembly were replaced to address the issue.